Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed some episodes of non-sustained right ventricular oversensing seen due to noise on the right ventricular lead sensing channel and on the far-field channel. There were no patient symptoms noted, and the patient would continue to be monitored.